Manufacturer narrative:
G1 inadvertently omitted from initial report.

Event description:
Rn reported that on 10/20/97, pt's transfer set became disconnected during treatment. Pt was given one dose of ancef 1000mg. Ip and started on keflex 250mg po qid x 3 days.